Event description:
It was reported that the 9900 system would not boot up completely. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The rtos and cpu were replaced and the software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.